Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the "tight" target lesion located in the left anterior descending artery. After pre-dilation, an unspecified promus element plus stent was deployed. Then the physician went in with a new post dilation balloon and stent deformation occurred on the proximal 5mm of the promus element plus stent. Treatment for the stent deformation utilized additional balloon dilations. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Event date: week of (B)(6), 2012. If implanted, give date: week of (B)(6), 2012. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).